Manufacturer narrative:
Product analysis: at analysis it was noted that output connector assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.